Event description:
As someone that has been known to have unknown sensitivities and can break out with hives; it was very scary to feel a burning sensation as soon as I use their product (01/29/2023 - for which I reported it to the manufacturer) near my female anatomy. After reading some reviews and how packaging is similar for pads with and without mint; I was shocked that others have also reported this unforeseen sensation. Similar to medical devices, I'd highly recommend a black box label because the typical consumer may just see organic cotton pads and unknowingly grab these and have an adverse reaction to it with their "herbal infused" pads. Thanks in advance for all your efforts and consideration on this matter and helping to keep consumers safe.